Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer phone: (B)(6). G4: PMA/501(k)#: exempt. H3: device evaluation anticipated. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureterorenoscopy lithotripsy procedure, the user found the ncircle tipless stone extractor to have a "line broken". A new same type of device was used to complete the procedure without difficulties. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A customer-provided photo showed that one of the basket wires near the proximal end was broken.

Manufacturer narrative:
Correction: d4 (primary UDI number). Investigation ¿ evaluation: as reported, during a ureterorenoscopy lithotripsy procedure, the user found the ncircle tipless stone extractor to have a "line broken". A new same type of device was used to complete the procedure without difficulties. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A customer-provided photo showed that one of the basket wires near the proximal end was broken. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned was returned to cook for evaluation without package or label. A visual inspection found there was a broken basket wire coming from the tip of the sheath. The basket sheath had a bend/kink at the support tubing, this could have occurred during returned shipping as the device was returned coiled up without the original packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded discrepancies relevant to the failure mode. A review of complaint history records found one additional complaint had been received for this lot for a similar failure. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issues within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precautions do not use excessive force to manipulate this device. Damage to the device may occur. This device is conductive. Avoid contact with any electrified instrument. Based on the information provided, inspection of the returned device, and the results of the investigation, a potential cause for the broken basket wire could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.